Event description:
In post-op recovery, the same day of the primary surgery, the patient suffered a joint luxation between our liner and competitor ball head. The surgeon revised the competitor stem and head, two medacta screws and liner and repositioned the medacta cup. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-jul-2024. Lot 2246042: (B)(4) items manufactured and released on 30-jan-2023. Expiration date: 2018-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: cup: mpact 01.32.162dh acetabular shell ø62 two-holes (k132879) lot 2301479: (B)(4) items manufactured and released on 06-jun-2023. Expiration date: 2028-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.